Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tank seal around the level sensor was replaced due to not properly sealing the sensor cup on one side in an arctic sun device. The circulation pump motor was replaced due to a cracked pump mount. The chiller was replaced due to failing electrical safety hipots test.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. The circulation pump mount was cracked. A photo of the cracked mount was attached by the service technician. Replaced circulation pump motor. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tank seal around the level sensor was replaced due to not properly sealing the sensor cup on one side in an arctic sun device. The circulation pump motor was replaced due to a cracked pump mount. The chiller was replaced due to failing electrical safety hipots test.